Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 21-aug- 2023 h.6 investigation summary bd received thirty-two (32) samples from lot # 2259081, ten (10) samples from lot # 2292094, five (5) photos, and one (1) video for investigation. Visual examination of the samples, photos, and video were reviewed and the customer¿s indicated failure mode for damage to the outside of the tubes was observed, as scratches can be seen on the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damage (scratches) to the outside of the tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes customer reports of scratches on the surface of the tube. This event occurred 442 times with lot #2259081 and 3 time with 2292094. The following information was provided by the initial reporter. The customer stated: defect: there are scratches on the surface of the tube wall of the blood collection tube. Quantity: 442 counts (in a large pack of four). Effects: no effect on patients and users.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2259081. D.4. Medical device expiration date: 2022-09-16. H.4. Device manufacture date: 2022-09-16. This event occurred 442 times. D.4. Medical device lot #: 2292094. D.4. Medical device expiration date: 2024-03-31. H.4. Device manufacture date: 2022-10-19. This event occurred 3 times.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes customer reports of scratches on the surface of the tube. This event occurred 442 times with lot #2259081 and 3 time with 2292094. The following information was provided by the initial reporter. The customer stated: defect: there are scratches on the surface of the tube wall of the blood collection tube. Quantity: 442 counts (in a large pack of four). Effects: no effect on patients and users.